Manufacturer narrative:
(B)(4). The customer has not returned the unit for evaluation.

Event description:
The customer reported that the n65 display is missing segments. The failure happened when the device was not being used on a patient.